Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection of the staple guide noted that the green bar was not visible in the indicator window and the safety stops were broken. The staple guide was observed to be attached to the instrument with no damage to the staple guide. The pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was observed to be not tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Evaluation, further, noted that the wing nut functioned properly but the safety stops were broken. It was reported that pre-operatively, the instrument broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the latch is forced into disengagement prior to green indicator visibility. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the safety will not release if the green bar is not visible in the indicator window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, the instrument broke. The device was replaced and a new product was used. There was no patient involved.